Event description:
Consumer complaint of about high blood results. Caller states normal ranges are 100-110 mg/dl. Result from memory showed 224 mg/dl. Back to back results performed at the time of the call were 185 and 181 mg/dl. No adverse event reported.

Manufacturer narrative:
Product not yet returned for eval. (B)(4).